Manufacturer narrative:
Based on the claim against the product by the customer noting a broken jaw on the force bipolar instrument, an investigation is in progress.the instrument was requested to be returned for failure analysis testing, but the product has not yet been returned.

Event description:
It was reported that during a da vinci-assisted procedure the force bipolar instrument had a broken jaw. The procedure was completed with no reported injury.